Event description:
A consulting physician reported a pt who was implanted in the upper and lower vermilion borders on 25 november 1997 by another physician. Clindamycin was prescribed pre and post op for infection prophylaxis. Immediately after swelling on the right lower vermilion border. The swelling subsided at some point before 6 january 1998. On 6 january 1998, the right lower vermilion border became very swollen, red and slightly painful with a white bump at the incision site. The implanting physician believed the implant was extruding and prescribed clindamycin that day. On 12 january 1998, the consulting physician noted swelling, mild redness, discharge, and tenderness to touch in the right lower vermilion border; the swelling was improved since 6 january 1998. The physician described the area producing the discharge as an open puncture wound the size of the end of a ball point pen. On 13 january 1998 the consulting physician removed the lower vermilion border implant, advised the pt to continue the oral antibiotics and to apply topical bactroban to the explant incision sites. The explant was available and will be sent to the distributor for analysis. After the analysis is complete, a report will be forwarded to the MFR.